Event description:
It was observed that during the device evaluation, the pre-cleaning water that was being used to reprocess colonovideoscope was being reused multiple times. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection but was inspected onsite by the field service engineer. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to failure to follow instructions appropriately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.